Event description:
Baxter UK reported a cassette leak. No patient injury or medical intervention was indicated in the initial report. The international affiliate said that the leak was noted during self test.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA may 3, 2007. Evaluation summary; this complaint was confirmed in the lab to have a leak in the cassette. No further action has been taken relative to this matter. Product surveillance and renal quality engineering, along with plant manufacturing.quality personnel, will continue to monitor this prodcut line for trends amd will take corrective/preventive action as appropriate.